Manufacturer narrative:
The surgeon indicated no abnormal situation happen during surgery and he had no problem inserting the screw connector of the blade-plate assembly.

Event description:
Infant blade and plate implanted three weeks ago, detached in the patient. The connector that fixed the blade and plate got loosened.